Event description:
According to the rptr, while monitoring a patient with the device, it "ceased working", indicating the device would not display the patient's rhythm and displayed a service icon. No adverse affects to the pt were reported as a result of the alleged malfunction.